Event description:
The event is reported as: complaint alleges that the circuit was easy to disconnect and pulled apart at elbow connection at end attached to concha column-wires. No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. A follow-up report will be sent when investigation is completed.